Event description:
Pace medical was notified on april 8, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device complaining that the rate was unstable. Upon examination, the technician at our facility made a solder repair. After the solder repair, the fault could not be duplicated. The device was re-calibrated and final tested. All tests were normal and the device was returned to the customer. Cause of rate increase may have been due to a poor solder connection either caused at time of manufacture or from rough handling. Cause: unknown.